Manufacturer narrative:
Patient identifier and weight are unknown. (B)(4) -(insufficient roll-off). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-01548 and 3005099803-2010-01549 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two soloist single needle electrodes were used during a bone rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6), male patient). According to the complainant, during the procedure, the blue active indicator light came on, only to switch off without ablation or roll-off being achieved; no rise in impedance occurred. The account indicated that the operation was repeated 10 times with different timing intervals with no success. Additionally, the electrode was swapped to no avail. The procedure was completed using another manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.